Event description:
The customer reported that while the unit was in use on a patient, the unit generated "system failure" and "no patient status available" messages. The patient was switched to another unit and therapy was continued. No pateint injury was reported.